Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during an elective device replacement procedure, pacing output was observed on the right ventricular (rv) channel; however, there was no capture and threshold testing did not produce measurements. Additionally, the loss capture resulted in greater than two seconds of asystole. It was determined that the clinical observations resulted from the leads being switched in the device header. The leads were connected to the correct ports and the procedure was completed. No adverse patient effects were reported.